Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: the pump was returned with moisture visible through the display lens. The leak test failed due to a display lens leak. The pump was opened and moisture was observed throughout the pump casing. The battery compartment was cracked, but a leak was not found at that location.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.